Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. A customer from the united states, (B)(6) hospital, alleges a patient came into the emergency department for cardiac symptoms with no fever, was admitted to inpatient for cardiac monitoring. The patient was tested using the cobas sars-cov-2 and influenza a/b assay that generated a false positive for influenza a. On (B)(6) 2021 the customer reports that a patient sample using the cobas sars-cov-2 and influenza a/b assay received a positive influenza a result generated on the cobas liat system analyzer (sn (B)(4)). The same patient sample was retested and run on two different liat analyzers, liat 1 (sn (B)(4)) and liat 6 (sn (B)(4)) both generated negative influenza a results. On (B)(6) 2021 the customer proceeded to test the same patient sample on the biofire and cepheid analyzers and negative influenza a results were generated from both analyzers. Patient sample was collected using nasopharyngeal swab and bd 3ml universal transport medium. The influenza a detected result was reported out. The customer confirmed there was no allegation of harm to the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the data assessment, it was identified that an initial evaluation showed that the curve does not appear to exhibit true amplification. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI (B)(4). (B)(4).